Event description:
It was further reported that the physician successfully placed a stent in the distal rca. He then placed a 2nd stent proximally, but it was underdeployed. He attempted to dilate with the same balloon, but then the balloon would not deflate. S-t segment elevations were noted on the EKG and the pt developed chest pain. He attempted to use suction to deflate the balloon without success. He then pushed the guide catheter against the balloon and pulled the balloon catheter toward the guide catheter and then was able to remove the catheter, however, the distal markers and a portionn of the balloon were not retrieved from the rca. Coronary bypass surgery was immediately performed to rca, lad and circumflex arteries.

Event description:
It was reported that during a post stent dilation procedure, the balloon became entangled in the stent. During removal the shaft broke and a portion of the balloon material and marker bands remained in the pt. Pt went to bypass surgery. Pt status is listed as "okay".